Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially called adc customer service on (B)(6) 2018 and reported a blank screen issue (reported under case: (B)(4)). Customer called again on (B)(6) 2018 and reported a delivery issue involving the replacement meter. During the call customer noted that due to the delivery issue she/he could not perform a blood glucose test. It was further reported that on (B)(6) 2018 customer experienced high blood glucose, hypertension and subsequently lost consciousness. Customer noted being taken to an emergency room where she/he was diagnosed with hyperglycemia and ¿injected¿ with an unspecified medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer initially called adc customer service on (B)(6) 2018 and reported a blank screen issue. Customer called again on (B)(6) 2018 and reported a delivery issue involving the replacement meter. During the call customer noted that due to the delivery issue she/he could not perform a blood glucose test. It was further reported that on (B)(6) 2018 customer experienced high blood glucose, hypertension and subsequently lost consciousness. Customer noted being taken to an emergency room where she/he was diagnosed with hyperglycemia and ¿injected¿ with an unspecified medication.